Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump powered off during priming. Customer's blood glucose was 4.8 mmol/l. During troubleshooting, alarm history showed a power error alarm. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was returned for pump error 53. The formatted history file analysis confirmed pump error 53 due to software error. The insulin pump was programmed and monitored for 3 days with a water filled reservoir. No unexpected pump powered off anomaly or blank display noted. The insulin pump passed self test, sleep current measurement and displacement test. The insulin pump had minor scratched display window and scratched case.